Event description:
It was reported that this brady lead was explanted due to unknown product performance reason. This brady lead was replaced with the same model. No additional adverse patient effects were reported. Additional information indicated that the lead was explanted due to observed anomalies with helix extension and retraction, as well as tissue entanglement.

Event description:
It was reported that this brady lead was surgically explanted due to unknown product performance reason. This brady lead was replaced with the same model. No additional adverse patient effects were reported.